Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-oct-2022 to 30- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed intermittently due to the latch with loose connection to controller. A field service engineer reseated the connection to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 4 failed to open and produced an excessive clicking noise whenever a user attempted to open the door, preventing the users from removing the required medications. The customer added that the device was rebooted and the door opened intermittently before failing again, preventing the nurses and pharmacy staff from accessing the tower door without a reboot, which was time-consuming. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed intermittently due to the latch with loose connection to controller. A field service engineer reseated the connection to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 4 failed to open and produced an excessive clicking noise whenever a user attempted to open the door, preventing the users from removing the required medications. The customer added that the device was rebooted and the door opened intermittently before failing again, preventing the nurses and pharmacy staff from accessing the tower door without a reboot, which was time-consuming. There were no adverse events or injuries reported based on this event.